Event description:
It was reported that the device presented a motor not running error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: the top case was chipped and cracked. Tamper seals were broken. Functional testing and occlusion tests were conducted. The reported event was replicated during testing. The motor was stuck and the worm coupling was damaged. The reported event was confirmed. The root cause was determined to be motor component stuck, coupled with normal wear and tear due to age of device. Replaced stepper motor and worm coupling. Addition repairs included: replacement of left and right plunger case due to crack. Top case due to being chipped and cracked. Bottom case due to broken screw boss, position pot, worm gear, motor mount, wavy washer, lead screw, clutch halves and clutch spring for preventative action. Added delrin washer and cable guard due to missing. Device occlusion test and functional tests all passed after repair.